Event description:
Reporter indicated a vns pt had high lead impedance with systems diagnostics testing, indicating a likely lead problem. No trauma or device manipulation has occurred. The pt has also been experiencing increased seizures. The reporter was advised to disable the vns. Surgery to replace the vns lead and generator appears likely, but no surgery date has been set. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected.